Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the radial artery. The 90% stenosed, 2.75x20mm, eccentric, mildly calcified and mildly tortuous lesion was located in the middle portion of the left anterior descending artery. Following predilation this 30mm x 3mm agent drug coated balloon was selected resistance was met during advancement and the balloon ruptured at eight bar (7.9 atmospheres). The device was removed and it was noted to have a leak. The procedure was successfully completed with another of the same device. Not patient complications were reported and the patients status is stable.